Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) did not power on" was confirmed during the functional testing. The root cause of the reported complaint was a damaged battery cable, likely attributed to the harsh impact caused by user mishandling. Upon visual inspection, unrelated to the reported complaint, multiple cracks were noted on the top cover, front, and bottom enclosures. The observed physical damages appear to be the characteristics of the harsh impact caused by user mishandling, such as a drop. The damaged parts were replaced to address the observed physical damages. The autopulse platform failed to power up during the functional testing, thus confirming the customer's reported complaint. Due to the damage, the battery connector was not fully in contact with the cable connector. This will cause an interruption of the power that can be distributed to autopulse. The device powered on and successfully downloaded the archive upon replacing the battery cable. The archive data indicated user advisory (ua) 03 (error communicating with battery controller), likely attributed to a damaged battery cable. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) did not power on during the device check. No patient involvement.